Event description:
It has been reported that shock button is not functioning properly.

Manufacturer narrative:
(B)(4). Device eval pending. Initial report is being filed as AED with potential malfunction is within population of z-1781-2008.